Manufacturer narrative:
(B)(4). S/w ver 4.11e. Retainer = black. Customer returned pump for alleged unable to connect to a transmitter and worn out serial number label found on (B)(6) 2022. The pump passed the self test and displacement test. Successfully downloaded the trace and history files using thus. The pump was programmed with a guardian link 3 transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the transmitter and test plug. No unexpected pump to transmitter communication errors, lost sensor alarm, sensor signal not found alarm, or additional unexpected sensor related errors noted. The pump was cut open for visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, missing serial number label, missing end cap address label, and pillowing keypad overlay. Serial number label is missing. Unable to connect to a transmitter is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump retainer was not damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.